Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the emergency room and upon interrogation, the pulse generator exhibited backup vvi operation. Attempts to determine the reason for backup vvi were unsuccessful since the device could not be interrogated. A surface electrocardiogram revealed occasional pacer spikes of approximately 30 pulses per minute. It was noted that the patient had undergone a non-device related surgical procedure in (B)(6) 2015 after which the device had not been checked. The device was explanted and replaced. The patient was doing well post procedure.